Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 300 mg/dl. Pump supplies were changed. Cause of event was not known; however, customer alleged the cartridge was defective. No additional information was provided.